Event description:
It was reported that the patient had no stimulation sensation that had a sudden onset the day of the report. The patient reported they were not adequately on using the patient programmer (pp) because they were trained while they were still under the effects of anesthesia. It was noted the patient was unable to adjust stimulation and it was recommended to charge the implantable neurostimulator (ins). Recharging when the wound is not healed was discussed. Basic recharging functionality was reviewed as well as realistic time frame for charging ins completely was four to eight hours whereas she said the manufacturer¿s representative (rep) told her it would be two hours. It was noted the patient had a meeting scheduled with the rep. For the following day. After meeting with the patient the rep. Reported that follow-up education was done and everything was o.k.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).